Event description:
It was reported that the healthcare provider (hcp) performed telemetry twice and received "(B)(4) invalid eri?? Months". The pump was updated and that was successful. Hcp made changes then to reservoir volume and dose per day and updated pump again. Patient didn't hear alarms and was not going thru withdrawals. Unsure if emi (electromagnetic interference) interfered while performing initial telemetry. Pump memory error was indicated, the pump logs were normal. Drug delivered via the device was lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: (B)(6), explanted: unk; catheter rev kit prox seg model: 8596sc, (B)(4), implanted: (B)(6), explanted: unk; application software model: 8870, serial #: unk.